Event description:
A vns physician's assistant reported that high lead impedance was observed during diagnostic tests on (B)(6) 2013. The patient was referred for urgent referral for neurosurgery to have the generator and lead replaced. No clinical symptoms were reported. The surgery occurred on (B)(6) 2013. Attempts for additional information from the treating physician's assistant have been unsuccessful to date. The explanted products were discarded following surgery, so product analysis cannot be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.